Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance >=10000 ohms. Review of the available diagnostics history found that previous diagnostics had returned normal impedance results on (B)(6) 2014. No patient adverse events were reported. No known surgical interventions were reported to date.